Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient had experienced high blood glucose levels in the 200 mg/dl range, 300 mg/dl range, and sometimes even the 500 mg/dl range. She had an incident where her blood glucose decreased to 68 mg/dl, but she is not sure what she ate that made that happen. The customer has reported that her blood glucose is much better now, and that when she wakes up they are in the 100s. No products were returned or shipped.